Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No e70 alarm noted in alarm history file. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a motor error and a motor positioning encoder error. The customer states there were no significant event leading to the alarms. Troubleshooting was performed and the insulin pump was not able to complete a rewind sequence. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.